Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that his cycler was still trying to drain him, but he believed he was empty. A follow up call was made to the patient's peritoneal dialysis nurse who reported that the patient was diagnosed with peritonitis believed to be a result of colitis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Medical record review: there was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between the co-morbid disease of colitis and the event.

Event description:
Medical records were received from the patient's treatment facility. The patient was transient and admitted to the peritoneal dialysis (pd) clinic on (B)(6) 2015. Medical records showed the patient developed acinetobacter baumannii peritonitis on (B)(6) 2016. The patient's pd nurse reported the peritonitis was caused secondary to the patient's colitis. On (B)(6) 2016, the patient was discharged from their pd clinic. It is unknown if the patient continues ccpd therapy, and it is unknown if the event of peritonitis has resolved.